Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer application closed suddenly during a procedure. The application and the analyzer had to be re-started. The patient was not dependent on stimulation. The programmer remains in use. No patient complications have been reported as a result of this event.